Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a scheduled follow-up, interrogation revealed the device battery voltage had declined at an accelerated rate within a one month period and only had nine months remaining to elective replacement indicator. The device was explanted and replaced following the advisory warranty. The patient condition following the procedure was fine.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.